Event description:
The customer observed falsely decreased alinity I tsh results that normal on roche platform on multiple patients. The results provided were: patient 1: initial=< 0.250 uiu/ml /repeated=2.079 uiu/ml patient 2: initial=< 0.250 uiu/ml /repeated=3.790 uiu/ml patient 3: initial=< 0.250 uiu/ml /repeated=1.863 uiu/ml laboratory reference range for tsh=0.35 to 4.94 uiu/ml the customer did not provide results from roche platform. There was no reported impact to patient management.

Manufacturer narrative:
During the troubleshooting, the customer replaced alnty ci snsr bsl (list number 04s68-04), which resolved the customer issue. A review of the (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the alnty ci snsr bsl (04s68-04) did not identify an increase in complaint activity. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I processing module, serial number (B)(6).

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity I tsh results that normal on roche platform on multiple patients. The results provided were: patient 1: initial=< 0.250 uiu/ml /repeated=2.079 uiu/ml. Patient 2: initial=< 0.250 uiu/ml /repeated=3.790 uiu/ml. Patient 3: initial=< 0.250 uiu/ml /repeated=1.863 uiu/ml. Laboratory reference range for tsh=0.35 to 4.94 uiu/ml. The customer did not provide results from roche platform. There was no reported impact to patient management.